Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'air in line' was confirmed through the event history log but not reproduced during. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The reported symptom false upstream occlusion confirmed through the event history log but not reproduced during. The cause was determined to be a failed ultrasonic sensor. The downstream sensor was calibrated to correct this condition.

Event description:
It was reported that a spectrum pump experienced false occlusion alarms and an air in line in the oncology department during delivery. There was no patient injury or medical intervention associated with this event. No additional information is available.